Event description:
The customer reported having unexplained low blood glucose of 49mg/dl, and she has treated with food. Troubleshooting was performed. The caller stated that the status screen shows 100 units, but when she removed the reservoir was only 40.0 units remaining. While priming the insulin pump alarmed an error. The customer mentioned having an MRI while wearing the insulin pump. Assisted the caller clearing the alarm and to rewind/prime. Instructed the customer to check the status screen and the units remaining were 98.9 units. Advised the caller to discontinue use the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device failed the displacement test followed by a motor error alarm during rewind as a result of the motor encoder signal being out of phase. Also, several error alarms found in the alarm history due to a corrupted history file.